Event description:
Pt had a boston scientific -guidant- ICD implanted in (B)(6) 2010. Between (B)(6) and (B)(6) 2011 the battery depleted for unk reasons. Device was removed and replaced on (B)(6) 2011. Info transmitted telephonically from the device on (B)(6) returned an error "voltage too low for projected remaining capacity." The MFR downloaded all prior interrogation info and preliminary indications are that the battery for an unk reason at this time failed.